Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. Also, there were untreated episodes due to the oversensing of a railing noise. The sensing vector was set to the primary vector. Technical services reviewed the electrograms and discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.